Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bacteremia. Cultures were taken. Antibiotic treatment was necessary. The implantable pulse generator (ipg) system was extracted. A leadless pacemaker was implanted five days later. No further patient complications have been reported as a result of this event.